Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. Prior to the cse visit, the instrument went through off peak tasks, the system was primed and washed, after which quality controls were within range. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results were obtained on one patient sample tested for calcium (ca), creatinine (crea), carbon dioxide (co2), blood urea nitrogen (bun), alanine aminotransferase (alti), aspartate aminotransferase (ast) and alkaline phosphatase (alpi), on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The customer then ran quality controls, which resulted out of range. The sample was repeated on an alternate dimension vista instrument, resulting as expected, and matching the patient's history. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.